Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0wblw, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(6) implanted: (B)(6) 2015, product type: extension. (B)(4)

Event description:
Information was received from the health care professional (hcp) and company representative that reported there was high impedance greater than 40,000 ohms on contact 3. The patient had intermittent spasms while playing golf and then they saw their doctor on the day of report and the impedances were checked. Diagnostics/troubleshooting included the impedance check and the patient would be getting an x-ray to check for a break. No actions/interventions had been taken at the time of report. The issue was not resolved yet. No surgical intervention had occurred. Additional information received reported the patient was going to see neurosurgeon on (B)(6) 2015 to discuss investigate the connection. The cause of the high impedance and intermittent spasms was not yet determined. The x-rays were negative for fracture and showed no issues with the lead. The issue had not been resolved yet. The patient was implanted for essential tremor. Further follow-up was being conducted to determine what the result of the neurosurgery meeting was and what actions/interventions had been planned. If additional information is received,a follow-up report will be submitted.

Manufacturer narrative:
Supplemental MDR submitted to remove (B)(4) as it no longer applies.

Event description:
Additional information received indicated that all allegations made were alleged against the patient's other implantable extension device. Going forward, information will only be captured under manufacturer's report number 6000153-2016-00433.